Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis and pneumonia on october 03, 2019 with blood glucose value over 400 mg/dl. The customer reported significant events leading to hospitalization was nausea, diarrhea and throwing up. The customer was assisted with putting the insulin pump in storage mode. The insulin pump will not be returned for analysis.